Event description:
While the physician attempted to advance the turbo tracker-18 infusion catheter along the angio-catheter (inside the pt's artery), he became aware that there was a particular friction between both devices. He noticed that the turbo tracker-18 infusion catheter had separated in the angio-catheter. Fortunately all devices were removed successfully. There was no injury reported in this incident.